Event description:
Vascular access was gained via the femoral artery and placement of an 5 fr introducer sheath. A non-bsc 4f glide curved catheter (inner diameter 0.038") was advanced retrograde via the femoral artery into the aorta and into the right renal artery. Four bsc (boston scientific) pushable/injectable coils were deployed without any problems using a guidewire as a pusher. The last coil, an bsc pushable/injectable coil [device in question] was introduced in the same guide catheter, and got stuck at the distal end of the guide catheter, with the distal tip of the coil [device in question] in the renal artery and the rest of the coil segment contained in the non-bsc guide catheter. The physician tried unsuccessfully to push the coil distally by means of a non-bsc guidewire, but the coil was completely stuck. The physician attempted to retrieve the whole system (the guidewire, and non-bsc guide catheter with the coil [device in question] slightly protruding at its distal tip), and while pulling the system through the introducer 5 fr introducer sheath, a portion of the coil [device in question] got detached and embolized downstream into the femoral artery. The coil was found in the profunda femoral artery (deep femoral artery) resulting in the occlusion of one of its small side-branches.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the patient. A review of the lot history record was performed on the related lot [of the device in question] and no issues or discrepancies that are relevant to this event were identified at the time of manufacture. The related lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot. Eval method - procedure images were received by the manufacturer in 2007, and reviewed by a physician of boston scientific. Results: procedure images confirmed that there was a mid-segment cut-off of a side branch of the right deep femoral artery. The alleged "detached coil" could not be seen in the images taken of the profunda femoral artery.